Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to fully charge the battery and reset the pump. The customer declined further follow-up.